Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally entered 135 grams of carbohydrates instead of entering a bg value of 135 mg/dl, and delivered a bolus of 9 units of insulin. At the time of the reported event, the customer's bg level was 138 mg/dl. The customer reported carbohydrates would be consumed to prevent an adverse event. During a follow-up call the customer reported bg level was 125 mg/dl. Approximately an hour later, during an additional follow-up, the customer reported bg level was 152 mg/dl.